Event description:
During emergency surgery to repair an aortic aneurysm, cell saver blood was administered via the level 1 fluid warmer (contrary to the warnings given in the operator's manual). It is reported that this led to delivery of air into the pt. The report indicated the hosp ran out of cross-matched blood and supplemented with cell saver (auto-transfused blood) product through the level 1 h-275 and di-50.